Manufacturer narrative:
Crushing the pad is abuse of the product and a violation of the warnings and instructions provided. Consumer also used the heating pad while sleeping, which is another violation of the warnings and instructions provided. This incident is the direct result of consumer abuse/misuse of the product.

Event description:
Consumer claims to have used the heating pad on top of her feet, shoved it to the side and fell asleep. She awoke to find her heating pad and couch smoking, resulting in damage to her couch. There was not a report of injury with this incident.